Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the phenomenon occurred due to deterioration by use and/or because the ring was not properly tightened at the time of replacement. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, the unit failed the leak test due to the two o-rings from gas hoses 'a' and 'b' missing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the olympus cylinder hose for routine maintenance. There was no complaint alleged against the device. During the device evaluation, it was discovered that the unit failed the leak test allowing gas leakage from the cylinder. This report is being submitted to captured the leaking gas form the cylinder. There was no patient involvement; the issue was identified during service.